Event description:
While mixing menveo vaccine, pushing diluent into vial 2/2 (powder), some leaked around hub, another dose pulled to ensure adequate dosing. Bd (becton dickinson) syringe 0351034. Patient not impacted.